Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation/ components placement / accessories.". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the one of my hospitals was running into issue with the tubing kinking right above the meter during their heart cases and they had taken to taping it in order to prevent the issue. Representative reviewed troubleshooting due to vacuum seal created during sterilization, working the spine would be the best as well as opening up the drainage bag, drainage clamp itself to release that airlock and also discussed with the customer, but they swear the tubing was different.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the one of my hospitals was running into issue with the tubing kinking right above the meter during their heart cases, and they had taken to taping it in order to prevent the issue. Representative reviewed troubleshooting due to vacuum seal created during sterilization, working the spine would be the best as well. Opening up the drainage bag, drainage clamp itself to release that airlock and also discussed with the customer, but they swear the tubing was different.